Event description:
The patient was inappropriately treated one time by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the hospital wearable defibrillator. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest and hwd, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The zoll detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.